Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states the keypad and screen on her insulin pump began to malfunction when she attempted a bolus shot. Customer's blood glucose was 191 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.